Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a restart notification associated with a motor stall, after which the user restarted the device, completed a successful dry run, and insulin delivery resumed with new supplies while retaining the insulin cartridge; the user experienced elevated glucose likely related to the interruption in insulin delivery and concurrent prednisone use. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and the user reported feeling okay. Investigation included communication with the user, collection and analysis of user-provided information, and review of device behavior. Investigation of this case revealed a communications-related problem with insulin delivery consistent with a failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.